Event description:
The customer reported a leak in an administration set. Details of the event are as follows: the patient was admitted to the hospital through the ed. She was started on an IV of d5 0.45% normal saline with 20 meq kcl via an alaris system pump module in the ed. Rocephin was administered via secondary route about 3am. About 10 hours after the tubing was hung, it was found to be leaking from the upper pumping segment. There was no patient harm or medical intervention. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.